Manufacturer narrative:
Product complaint # (B)(4). Visual inspection found the device was broken into two pieces at the handle. A cursory inspection of the complaint file for the device that was found damaged does not point to a manufacturing issue. Therefore a device history review is not required. A definitive assignable root cause for the post manufacturing damage could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified because of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed.

Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the flat impactor was found to be broken during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This complaint involves one (1) device.